Event description:
Customer reported that a button was sticking, requiring multiple presses to activate, and the pump no longer held a charge as long as before. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting, was out of warranty, and was in the process of renewing the device.